Manufacturer narrative:
(B)(4). Batch # m93e79. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic unknown surgery, a crack was found on the housing of hp054. Another device was used to complete the case.